Event description:
The customer reported to olympus that when using an evis lucera elite colonovidescope, there was heavy up/down angle. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (heavy up/down angle) was not confirmed. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the adhesive around the light guide lens was peeled, the objective lens had discoloration, the forceps channel port was shaved, the paint on the suction cylinder was peeled, and the control unit had discoloration. Due to clogging of the nozzle, the water removal ability did not meet the standard value, the adhesive on the bending section cover had a crack and a chip, the play of the up/down knob was out of standard value, and the image had a dark area partially. The following components had scratches: the plastic distal end cover, the scope connector cover unit, the scope connector, the protector of the universal cord on the scope connector side, the universal cord, the image guide protector, the flexibility adjustment ring, the grip, the scope cover, the switch box, the free/engage lever, the free/engage knob, the up/down knob, the right/left knob, the control unit, and the connecting tube. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign matter could not be determined. The issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Investigation activities have been opened to manage actions related to this report and any required MDR reporting. Olympus will continue to monitor the field performance of this device.